Manufacturer narrative:
(B)(4). Concomitant medical products: 42521000510, persona cr articular surface, 62447338, 42532007102, tibia cemented 5 degree stemmed right size e, 62456669, 42540000035, all poly patella cemented 35 mm diameter, 62423944. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2018 - 00453. Remains implanted.

Event description:
It was reported that a patient underwent an initial knee procedure. The patient was experiencing right knee popping sensation when twisting. Treatment included exercises given for quadriceps strength and it band stretching. The surgeon stated this was not related to the device. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The product was evaluated through manufacturing review, but the reported event could not be confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial knee procedure. The patient was experiencing right knee popping sensation when twisting. Treatment included exercises given for quadriceps strength and it band stretching. The surgeon stated this was not related to the device. Initial operative notes did not identify any complications. Attempts have been made and additional information on the reported event is unavailable.